Event description:
Procedure: total hip replacement. Insertion handle got stuck in the stem during insertion. Upon removal caused a small and stable greater trochanter fracture. No fixation was required. No delay to procedure. No reported adverse event to patient. Patient was fine.

Manufacturer narrative:
The device associated with this report was not returned, however provided photographs of the reported device confirms the evaluation at the (B)(4) facility of wear. A complaint database search on the provided product code identified similar reports. When the root cause was identified, product wear out and or misuse were found. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.